Event description:
On 2/17/97, the patient's husband contacted a MFR nurse and reported that he had sent a letter to the MFR regarding this situation; however, it was returned due to an incorrect address. The patient's husband stated that the device was implanted on 11/4/96 for use in the patient's chemotherapy treatments. Chemotherapy was received via the device on 11/11/96, 12/2/96, and 12/31/96. On 1/21/97, the patient complained of shortness of breath. The oncologist sent the patient for an x-ray which revealed that the device catheter had separated from the device and had migrated to the heart. The device catheter was removed by a cardiologist along with the device. A replacement device was implanted on 1/22/97 for continued use in the patient's chemotherapy treatments. The device and catheter are believed to remain in pathology at the explanting facility. The patient's husband was reportedly informed by the surgeon that this incident was due to a "device problem". The location of the device is unk at this time. No further information is available at this time.

Manufacturer narrative:
Further communication with the explant physician, on 3/26/97, revealed that the device catheter came off of the "stem"; however, the bayonet lock was still in place. It was additionally stated that the device catheter did not rip or tear, but "wiggled out" from beneath the bayonet locking device. The bayonet lock was reportedly in the locking position and sutured closed. Teh facility pathology lab was contacted, on 3/26/97, to determine if the device was available for evaluation. The facility pathology lab stated that a "port-a-cath" was removed from this patient on 1/21/97 along with some fluid which went to histology for investigation. According to teh facility histology for dept., the device was discarded after so many days, according to procedure. The report states that the device was a malfunctioning "port-a-cath" with no attached catheter and that fluid was removed which tested positive for metastatic cancer. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this cat. And lot number and has not identified any trends. The report that the device catheter had separated from the device has been confirmed by the physician. However, based on the info available and due to the unavailability of the device for analysis, no conclusion can be drawn as to how the device catheter broke free from the device. The facility will be notified of co's review of this incident. No further info is available. At this time the MFR is now closing its file on this event.